Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the issue was not determined. The rep said there was a possible air pocket, but the patient resolved in recovery. The device was explanted late on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the customer discarded the explanted lead. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the lead moved after the healthcare provider (hcp) had anchored and the impedance was off. Electrodes 8-15 were fine and 0-7 had electrodes 3 and 5 with x on it. An impedance check was done and electrodes 5, 6 and 7 were greater than 40000. The impedance was following the lead after the port was switched and the hcp tried to suction the implant and cleaned the lead and the impedance did get better. It was noted that the patient was bleeding and the hcp needed to close. Further information received stated that post operation the impedance normalized and everything was within normal range. The patient had new symptoms of left leg weakness and right groin pain. An MRI was ordered and it was found the lead was anterior. The lead was going to be explanted. The indication for use was spinal pain.